Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
Reportedly, the touch screen had a delayed response to interaction. Reportedly, it would take long time to input numbers on the touch screen due to the delayed response and the touch screen " sensitivity" was gone. There was no adverse impact to customer's blood glucose. Reportedly, customer continued to use current pump for insulin therapy.